Manufacturer narrative:
No patient information provided to date after phone calls to customer 05/20/2020, 05/22/2020, and 0601/2020. The customer adjusted scavenger suction and corrected the problem.

Event description:
The hospital reported a malfunction causing low sustained pressure in the patient circuit. There was no report of patient injury.